Event description:
According to the reporter during the procedure, the synfix-lr spacer was inserted against a retractor and the angle put force on the inserter threads and it broke off in the trial. The spacer was removed with a curette by prying it out from posterior. The case was completed. This file is on the trial spacer handle (p/n (B)(4)) and this is 1 of 2 reports for the same event.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. Visual examination noted the threaded tip was broken on the spindle. The thread opposite the tip end was damaged. There are slight rub marks and minor corrosion-like spots on the shaft of the spindle. Slight marks and dings are noted on the sides and back end of the knob. Based on the evaluation the complaint conditions could not be determined.